Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose level was 7.1 mmol/l. Customer reverted to a replacement pump for insulin therapy.